Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed intermittent driveline fault alarms. Based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise; however, no product is available for evaluation. Additionally, review of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these elevations could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2023. Intermittent, silenced driveline fault alarms were captured beginning on (B)(6) 2023, occurring both on the power module and 14 volt (v) battery power. These alarms corresponded with yellow wrench advisories, per design. Electrical continuity data recorded in the submitted log file suggested a potential issue with the red wire. Additionally, transient elevations in pump power and flow were noted on (B)(6) 2023. Of note, the system controller's white power cable was connected to the power module and the black power cable to a 14 v battery for the majority of these elevations. Also, some of the elevations were captured during pulsatility index (pi) events. The pump appeared to operate at the fixed speed without issue for the duration of the log file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook, are currently available. Section 1 of the IFU, ¿introduction,¿ addresses pump parameters including pump power and pulsatility index (pi). This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU, ¿system monitor,¿ states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the alarms reportedly resolved prior to the system controller exchange, and no alarms were observed following the system controller exchange. The plan was to continue to monitor the patient¿s pump parameters.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacture report number: 2916596-2023-06204. It was reported that the was in the clinic on (B)(6) 2023 and connected to the power module when they experienced unsustained power spikes. The patient's log files also revealed driveline faults on (B)(6) 2023 and (B)(6) 2023. The patient also had replace controller alarms when connected to grounded cable. The system controller was exchanged. X-rays were taken to examine the extent of the driveline damage.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: review of the submitted log files confirmed intermittent driveline fault alarms. Although a specific cause for these events could not be conclusively determined as no provided was returned for evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. Additionally, review of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these elevations could not be conclusively determined through this evaluation. The submitted log file contained events from 11aug2023 through 15aug2023. Intermittent, silenced driveline fault alarms were captured from 13aug2023 through 15aug2023. Electrical continuity data recorded in the submitted log file suggested a potential issue with the red wire of the driveline. Additionally, elevations in pump power and flow were noted on 15aug2023. Of note, the system controller's white power cable was connected to the power module and the black power cable to a 14 v battery for the majority of these elevations. Also, some of the elevations were captured during pulsatility index (pi) events. Despite the observed events, the pump appeared to function as intended for the duration of the log file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook, are currently available. Section 1 of the IFU addresses pump parameters including pump power and pulsatility index (pi). This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 6 of the IFU, under ¿pump performance monitoring¿, further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.